Manufacturer narrative:
Received one used list# mc100 microclave. As received, the collar of the microclave was observed to be broken off the spike. The deformation on the area showed beach marks. The complaint of cracked microclave can be confirmed. The probable cause is unknown. A DHR lot# review could not be conducted because the lot number is unknown. Section e additional contact: (B)(6).

Event description:
The complaint/event involved a microclave® clear neutral connector that reportedly cracked while in situ on a PICC (peripherally inserted central catheter) line. There was patient involvement, no human harm and there was an unspecified delay in therapy.